Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2026. On (B)(6) 2026, the patient experienced feeling shaky and lightheaded. The patient took a fingerstick test and it was way off from the readings showing on his receiver. No specific values were reported but the cgm reading was high and the blood glucose reading was low. The patient went to the hospital and even though a fingerstick was taken, the patient did not recall any values. The patient was treated with a pain medication, but the indication for this was unknown. The patient could not recall any treatment that was given for diabetes. The patient was discharged after spending less than 24 hours at the hospital. There was no documentation of further medical intervention. At the time of the report the patient was stable. No data was provided for evaluation. The allegation and a probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.